Event description:
It was reported that while the left ventricular lead was being flushed with heparin and saline at implant, something came loose on the distal tip of the lead, possibly the "hemostatic valve". The lead was not in contact with the patient. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the connector pin was broken. It was noted that the lead appeared damaged at implant. The analyst noted that there is evidence of tool marks at the connector pin break location.